Event description:
The hospital reported that the knee immobilizer caused skin breakdown to the pt.

Manufacturer narrative:
Describe event or problem: the hospital reported that the knee immobilizer caused skin breakdown to the pt. Deroyal: the reported device is not available for evaluation. The investigation into the root cause is int process.